Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4) implanted: explanted: product type: programmer, patient. Product ID 37752, serial# (B)(4) implanted: explanted: product type: recharger. Product ID: 399930, lot# v008790, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4) implanted: 2006, product type: extension. Product ID: 748925, serial# (B)(4) implanted: 2006, product type: extension. (B)(4).

Event description:
It was reported that a patient couldn't feel stimulation and their symptoms began after they had a fall about two years prior to the report. The patient's implantable neurostimulator was set at 9.90v and hadn¿t been checked since the fall. No interventions or outcome were reported regarding this event. Follow up has been conducted, and if additional information is received, a follow up report will be sent.